Manufacturer narrative:
Section a2, a3, a4, a5, a6: unknown/ asked but not provided. Section d6a: if implanted, give date: not applicable, as it is not implantable device. Section d6b: if explanted, give date: not applicable, as it is not implantable device. Section h3: the device was not returned for evaluation; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that the surgeon had to remove intraocular foreign body or particle from the anterior chamber of a patient. The foreign body (fb) was noticed immediately after injection of the diboo iol into the capsular bag on the posterior surface of the iol and it required removal prior to aspirating the viscoelastic. Incident reports with hospital have been filed. The surgeon is quite certain the particle came from the viscoelastic and not the iol or iol cartridge; however, healon and healon endocoat were used during surgery. The fb was described as small, 0.1 mm or less, colorless, linear particle or fiber.